Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. The technician determined that the malfunction was due to a defective analog/motor pcba and turbine.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator was experiencing low o2 output. At this time, there is no information regarding patient involvement associated with the reported event.